Event description:
The customer reported that a patient in ICU was started on a primary infusion of primacor at 0.25mcg/kg/min. During the infusion, the patient's blood pressure dropped and they experienced visual changes. The medication was stopped and it was noted that the primacor bag was empty. It was not reported how much fluid was expected to be remaining in the bag. Although it is not known whether or not the hypotension was an expected side effect of the infusion, the patient required treatment with an unspecified vasopressor to treat the hypotension. The set was not saved. No further patient or event details were provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.